Manufacturer narrative:
The manufacturer previously reported an event in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. Further information was received from the patient reporting black reside on the outlet sometime after using the device and the patient cleaned it off. The patient reports developing a cough. The patient's physician did not "blame machine". The patient states they stopped using the device for about six months then started using it again. The physician did not tell patient to stop using the device. Patient reports "calling ur office and girl did not say to stop". The patient the stopped using the device again.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto bipap device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.